Event description:
It was reported that, the post-op showed the stem spacer through the outside of femur. Dr (B)(6) revised the spacer with a rush-rod antibiotic spacer, the following day, (B)(6) 2012. He placed this in the femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.